Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1712972) on 11-aug-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain in abdomen"), device breakage ("breakage of the outer trailing coils broke (both sides) when the insert was pulled / device was not extracted as a single block because it broke / fragment was still remaining") and cataract operation ("early cataracts with operation on both eyes") in a 51-year-old female patient who had essure (batch no. 932160) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug intolerance, multiparous, c-section, appendicectomy and irregular menstruation. Blood tests and visits to rheumatologist in (B)(6) 2015 and early 2017 with suspected rheumatoid arthritis but diagnosis not confirmed. Previously administered products included for an unreported indication: cerazette (desogestrel). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced fatigue ("chronic fatigue, major asthenia"), asthenia ("chronic fatigue, major asthenia"), ageusia ("loss of taste"), sinusitis ("recurrent sinusitis / repeated sinusitis") and the first episode of tendonitis ("multiple tendonitis / repeated tendonitis"). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menopausal symptoms ("approximately 3 months after placement of the essure inserts, I developed symptoms of premenopause"), visual impairment ("visual disturbances"), the first episode of arthralgia ("major joint pain") and complex regional pain syndrome ("reflex sympathetic dystrophy following a knee operation / algodystrophy following knee surgery") and underwent knee operation ("reflex sympathetic dystrophy following a knee operation"). In (B)(6) 2014, the patient underwent cataract operation (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced menopause ("menopause"). In 2016, the patient experienced the second episode of arthralgia ("joint pain on the hands"). In 2017, the patient experienced complication of device removal ("remaining fragment of essure insert in uterus / x-ray suggested presence of residual fragment of the insert on left pelvic area / fragment of left essure insert was still present in uterus"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure. In (B)(6) 2017, the patient experienced the second episode of tendonitis ("tendonitis of the right elbow"). On an unknown date, the patient experienced allergy to metals ("inflammatory reaction to nickel") and inflammation ("inflammatory profile"). The patient was treated with antiinflammatory and antirheumatic products and surgery (laparoscopic bilateral salpingectomy/ celioscopy, cornuectomy performed and operation on both eyes in (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device breakage, cataract operation, allergy to metals, menopausal symptoms, fatigue, asthenia, visual impairment, ageusia, sinusitis, complex regional pain syndrome, knee operation, complication of device removal, menopause, the last episode of tendonitis and inflammation outcome was unknown and the last episode of arthralgia had resolved. The reporter provided no causality assessment for abdominal pain, allergy to metals, knee operation, menopausal symptoms, visual impairment and the first episode of arthralgia with essure. The reporter considered ageusia, asthenia, cataract operation, complex regional pain syndrome, complication of device removal, device breakage, fatigue, inflammation, menopause, sinusitis, the first episode of tendonitis, the second episode of arthralgia and the second episode of tendonitis to be related to essure. The reporter commented: on (B)(6) 2012, essure was placed in the left and right ostia with no difficulty. Five trailing coils seen on the left and 6 trailing coils seen on the right at the end of the procedure. Uterine cavity was normal. Good position of essure implants. Rheumatoid factor was positive but diagnosis of rheumatoid polyarthritis was not retained. Cornuectomy performed on (B)(6) 2017, which did not allow complete removal of essure inserts. However, on an unspecified date the right fallopian tube was opened, the outer trailing coils broke when the insert was pulled but complete extraction of both implant were succeeded. Letter dated on (B)(6) 2017 from the physician: clear improvement of the general health status. From a biological stand point, protein electrophoresis was indicated inflammatory profile. The patient was satisfied by the clinical improvement but she was still doubted that the residual fragment could be responsible for inflammatory profile and the tendonitis of the elbow. Therefore, the patient wanted to undergo hysterectomy in order to be sure that the implant will be removed completely. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kgs. Computerised tomogram - on (B)(6) 2017: the small fragment of left essure insert was still present in uterus. Skin test - on an unknown date: test for nickel was doubtful. X-ray - on an unknown date: position control was performed by plain abdomen x-ray and showed no anomaly and a good position of both implants.; on (B)(6) 2017: features suggesting presence of residual fragment of the insert on left pelvic area. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: patient's relevant history, lab test, drug indication added. Event outcome received. - the event breakage of the outer trailing coils broke when the insert was pulled / device was not extracted as a single block because it broke / fragment was still remaining was changed to breakage of the outer trailing coils broke (both sides) when the insert was pulled / device was not extracted as a single block because it broke / fragment was still remaining. New events added: joint pain on the hands, menopause, tendonitis of the right elbow and inflammatory profile. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1712972) on 11-aug-2017. The most recent information was received on 14-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain in abdomen"), device breakage ("breakage of the outer trailing coils broke (both sides) when the insert was pulled / device was not extracted as a single block because it broke / fragment was still remaining") and cataract operation ("early cataracts with operation on both eyes") in a 51-year-old female patient who had essure (batch no. 932160) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug intolerance, parity 2, c-section, appendicectomy and irregular menstruation. Blood tests and visits to rheumatologist in (B)(6) 2015 and early 2017 with suspected rheumatoid arthritis but diagnosis not confirmed. Previously administered products included for an unreported indication: cerazette (desogestrel). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced fatigue ("chronic fatigue, major asthenia"), asthenia ("chronic fatigue, major asthenia"), ageusia ("loss of taste"), sinusitis ("recurrent sinusitis / repeated sinusitis") and the first episode of tendonitis ("multiple tendonitis / repeated tendonitis"). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menopausal symptoms ("approximately 3 months after placement of the essure inserts, I developed symptoms of premenopause"), visual impairment ("visual disturbances"), the first episode of arthralgia ("major joint pain") and complex regional pain syndrome ("reflex sympathetic dystrophy following a knee operation / algodystrophy following knee surgery") and underwent knee operation ("reflex sympathetic dystrophy following a knee operation"). In (B)(6) 2014, the patient underwent cataract operation (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced menopause ("menopause"). In 2016, the patient experienced the second episode of arthralgia ("joint pain on the hands"). In 2017, the patient experienced complication of device removal ("remaining fragment of essure insert in uterus / x-ray suggested presence of residual fragment of the insert on left pelvic area / fragment of left essure insert was still present in uterus"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure. In (B)(6) 2017, the patient experienced the second episode of tendonitis ("tendonitis of the right elbow"). On an unknown date, the patient experienced allergy to metals ("inflammatory reaction to nickel") and inflammation ("inflammatory profile"). The patient was treated with antiinflammatory and antirheumatic products and surgery (laparoscopic bilateral salpingectomy/ celioscopy, coronectomy performed and operation on both eyes in (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device breakage, cataract operation, allergy to metals, menopausal symptoms, fatigue, asthenia, visual impairment, ageusia, sinusitis, complex regional pain syndrome, knee operation, complication of device removal, menopause, the last episode of tendonitis and inflammation outcome was unknown and the last episode of arthralgia had resolved. The reporter provided no causality assessment for abdominal pain, allergy to metals, knee operation, menopausal symptoms, visual impairment and the first episode of arthralgia with essure. The reporter considered ageusia, asthenia, cataract operation, complex regional pain syndrome, complication of device removal, device breakage, fatigue, inflammation, menopause, sinusitis, the first episode of tendonitis, the second episode of arthralgia and the second episode of tendonitis to be related to essure. The reporter commented: on (B)(6) 2012, essure was placed in the left and right ostia with no difficulty. Five trailing coils seen on the left and 6 trailing coils seen on the right at the end of the procedure. Uterine cavity was normal. Good position of essure implants. Rheumatoid factor was positive but diagnosis of rheumatoid polyarthritis was not retained. Cornuectomy performed on (B)(6) 2017, which did not allow complete removal of essure inserts. However, on an unspecified date the right fallopian tube was opened, the outer trailing coils broke when the insert was pulled but complete extraction of both implant were succeeded. Letter dated on (B)(6) 2017 from the physician: clear improvement of the general health status. From a biological stand point, protein electrophoresis was indicated inflammatory profile. The patient was satisfied by the clinical improvement but she was still doubted that the residual fragment could be responsible for inflammatory profile and the tendonitis of the elbow. Therefore, the patient wanted to undergo hysterectomy in order to be sure that the implant will be removed completely. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kgs. Computerised tomogram - on (B)(6) 2017: the small fragment of left essure insert was still present in uterus. Skin test - on an unknown date: test for nickel was doubtful. X-ray - on an unknown date: position control was performed by plain abdomen x-ray and showed no anomaly and a good position of both implants.; on (B)(6) 2017: features suggesting presence of residual fragment of the insert on left pelvic area. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 11-aug-2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain in abdomen"), device breakage ("breakage of the outer trailing coils broke when the insert was pulled / device was not extracted as a single block because it broke / fragment was still remaining") and cataract operation ("early cataracts with operation on both eyes") in a 51-year-old female patient who had essure (batch no. 932160) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: blood tests and visits to rheumatologist in june 2015 and early 2017 with suspected rheumatoid arthritis but diagnosis not confirmed. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced fatigue ("chronic fatigue, major asthenia"), asthenia ("chronic fatigue, major asthenia"), ageusia ("loss of taste"), sinusitis ("recurrent sinusitis / repeated sinusitis") and tendonitis ("multiple tendonitis / repeated tendonitis"). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menopausal symptoms ("approximately 3 months after placement of the essure inserts, I developed symptoms of premenopause"), visual impairment ("visual disturbances"), arthralgia ("major joint pain") and complex regional pain syndrome ("reflex sympathetic dystrophy following a knee operation / algodystrophy following knee surgery") and underwent knee operation ("reflex sympathetic dystrophy following a knee operation"). In (B)(6) 2014, the patient underwent cataract operation (seriousness criterion medically significant). In 2017, the patient experienced complication of device removal ("remaining fragment of essure insert in uterus / x-ray suggested presence of residual fragment of the insert on left pelvic area / fragment of left essure insert was still present in uterus"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced allergy to metals ("inflammatory reaction to nickel"). The patient was treated with antiinflammatory/antirheumatic products and surgery (laparoscopic bilateral salpingectomy, cornuectomy performed on (B)(6) 2017, which did not allow complete removal of essure inserts and operation on both eyes in (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device breakage, cataract operation, allergy to metals, menopausal symptoms, fatigue, asthenia, visual impairment, ageusia, sinusitis, tendonitis, arthralgia, complex regional pain syndrome, knee operation and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, arthralgia, knee operation, menopausal symptoms and visual impairment with essure. The reporter considered ageusia, asthenia, cataract operation, complex regional pain syndrome, complication of device removal, device breakage, fatigue, sinusitis and tendonitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kgs. Computerised tomogram - on (B)(6) 2017: the small fragment of left essure insert was still present in uterus. Skin test - on an unknown date: test for nickel was doubtful. X-ray - on (B)(6) 2017: features suggesting presence of residual fragment of the insert on left pelvic area. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: reporter¿s information was updated and a new reporter was added, lab data and the events ¿device breakage¿, ¿complication of device removal¿ and ¿asthenia¿ were added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6) on 11-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in abdomen") and cataract ("early cataracts with operation on both eyes") in a (B)(6) female patient who had essure (batch no. 932160) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menopause ("approximately 3 months after placement of the essure inserts, I developed symptoms of premenopause"), fatigue ("chronic fatigue"), visual impairment ("visual disturbances"), ageusia ("loss of taste"), sinusitis ("recurrent sinusitis"), tendonitis ("multiple tendonitis"), arthralgia ("major joint pain"), complex regional pain syndrome ("reflex sympathetic dystrophy following a knee operation") and knee operation ("reflex sympathetic dystrophy following a knee operation"). In 2014, the patient underwent abdominal pain (seriousness criteria medically significant and intervention required), menopause ("approximately 3 months after placement of the essure inserts, I developed symptoms of premenopause"), fatigue ("chronic fatigue"), visual impairment ("visual disturbances"), ageusia ("loss of taste"), sinusitis ("recurrent sinusitis"), tendonitis ("multiple tendonitis"), arthralgia ("major joint pain"), complex regional pain syndrome ("reflex sympathetic dystrophy following a knee operation") and knee operation ("reflex sympathetic dystrophy following a knee operation"). In (B)(6) 2014, the patient experienced cataract (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals ("inflammatory reaction to nickel"). The patient was treated with antiinflammatory/antirheumatic products, surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017) and surgery (operation on both eyes in (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, cataract, menopause, fatigue, visual impairment, ageusia, sinusitis, tendonitis, arthralgia, complex regional pain syndrome, knee operation and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain, ageusia, allergy to metals, arthralgia, cataract, complex regional pain syndrome, fatigue, knee operation, menopause, sinusitis, tendonitis and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Blood tests and visits to rheumatologist in (B)(6) 2015 and early 2017 with suspected rheumatoid arthritis but diagnosis not confirmed. Allergy tests on (B)(6) found inflammatory reaction to nickel. Awaiting plain film of abdomen to confirm absence of fragments the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 15-aug-2017 for the following meddra preferred term: abdominal pain: the analysis in the global safety database revealed 1125 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 11-aug-2017. The most recent information was received on 22-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in abdomen") and cataract operation ("early cataracts with operation on both eyes") in a (B)(6) year-old female patient who had essure (batch no. 932160) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menopausal symptoms ("approximately 3 months after placement of the essure inserts, I developed symptoms of premenopause"), fatigue ("chronic fatigue"), visual impairment ("visual disturbances"), ageusia ("loss of taste"), sinusitis ("recurrent sinusitis"), tendonitis ("multiple tendonitis"), arthralgia ("major joint pain"), complex regional pain syndrome ("reflex sympathetic dystrophy following a knee operation") and knee operation ("reflex sympathetic dystrophy following a knee operation"). In 2014, the patient underwent abdominal pain (seriousness criteria medically significant and intervention required), menopausal symptoms ("approximately 3 months after placement of the essure inserts, I developed symptoms of premenopause"), fatigue ("chronic fatigue"), visual impairment ("visual disturbances"), ageusia ("loss of taste"), sinusitis ("recurrent sinusitis"), tendonitis ("multiple tendonitis"), arthralgia ("major joint pain"), complex regional pain syndrome ("reflex sympathetic dystrophy following a knee operation") and knee operation ("reflex sympathetic dystrophy following a knee operation"). In (B)(6) 2014, the patient underwent cataract operation (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals ("inflammatory reaction to nickel"). The patient was treated with antiinflammatory/ antirheumatic products, surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017) and surgery (operation on both eyes in (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, cataract operation, menopausal symptoms, fatigue, visual impairment, ageusia, sinusitis, tendonitis, arthralgia, complex regional pain syndrome, knee operation and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain, ageusia, allergy to metals, arthralgia, cataract operation, complex regional pain syndrome, fatigue, knee operation, menopausal symptoms, sinusitis, tendonitis and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Blood tests and visits to rheumatologist in (B)(6) 2015 and early 2017 with suspected rheumatoid arthritis but diagnosis not confirmed. Allergy tests on (B)(6) found inflammatory reaction to nickel. Awaiting plain film of abdomen to confirm absence of fragments. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 25-sep-2017 for the following meddra preferred term: abdominal pain: the analysis in the global safety database revealed 1286 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-sep-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.